Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e1803 nodule labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with redness, pain, infection and hardness (understood as a lump), covering an unknown part of the skin. The patient contacted a doctor and the skin reaction was treated with a prescription of an oral antibiotic, doxycycline 100 mg twice a day. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.